Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone that the insulin pump alarmed no delivery three times. The customer changed the site and the reservoir twice. Customer's blood glucose level was 480 mg/dl. The customer corrected his blood glucose level with a manual injection the alarm was resolved by changing the complete set. The device was not returned.